Event description:
Report filed occurred for multiple instances of utilizing a biopince ultra full core biopsy instrument with co-axial introducer needle to collect biopsy sample from patients. This occurred on two different patients on the same day utilizing this device, both for renal sample collection. The same reported failure of the device firing to collect a sample but being unable to collect a sample from a patient. Packaging collected identified different lot numbers. The reported issue has previously occurred at the hospital in 2023. Manufacturer distributed a letter on [redacted date] recognizing an increase in reports of the device not collecting samples.